Event description:
It was reported that the tip of the screwdriver was broken.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.